Event description:
A doctor alleged that a post had debonded after placement with the bond 1primer adhesive and activator for one patient.

Manufacturer narrative:
Specific patient information with regard to age, gender and weight was not provided. The doctor could not recall specific patient or incident details. To date, the patient is doing fine. The doctor replaced the post without further incident. The products involved in the alleged incident were not returned and no lot number was provided; therefore, no evaluation could be conducted.